Event description:
The account generated a positive architect stat troponin-I on a patient that did not match the patient's clinical background and tested troponin negative with another method. The patient tested architect stat troponin-I positive of 0.075 ng/ml ((B)(6) 2013 at 7:09 a.m.) , 0.106 ng/ml ((B)(6) 2013 at 12:29 p.m.), 0.070 ng/ml ((B)(6) 2013 at 3:32 a.m.) But pathfast troponin method negative of 0.003 ng/ml ((B)(6) 2013 at 7:09 a.m.), 0.003 ng/ml ((B)(6) 2013 at 12:29 p.m.). The account uses a troponin negative reference range of 0.00 to <0.029 ng/ml. The patient presented at the emergency room because of chest pain and was admitted to the intensive care unit. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Review of ticket trending did not identify atypical complaint activity related to discrepant patient results. Accuracy testing was completed using retained kits of reagent lot 26913un12. Acceptance criteria was met, which indicates acceptable product performance. The architect stat troponin-I assay package insert was reviewed for information that may be useful for the customer, which can be found in the limitations of the procedure section and warnings and precautions section. Additional information provided by the customer indicates that level 1 and 2 controls were out of range and the calibration was beyond the verified curve stability of 30 days, therefore, no malfunction has occurred. The investigation determined a deficiency was not identified.

Manufacturer narrative:
Catalog # updated from 2k41-25 to 2k41-28. Evaluation in is progress. A followup report will be submitted when the evaluation is complete.